Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The time was correct. The customer stated that the last infusion set change was five days ago. Ran a fixed prime test twice and the insulin did not exit. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.